Event description:
This is a free 5-test covid test kit. According to the extended expiration dates provided by the FDA, these test kits should still be valid. There is not sufficient liquid in the vials to conduct the testing. My daughter tried a couple of months ago, but when she complained, I assumed that she wasn't following the instructions correctly. Yesterday, I attempted to use one of the other tests. By the time the swab absorbs the liquid, and you then squeeze the swab in the tube to release the liquid, there isn't sufficient liquid to put four drops in the test platform. All of the tests are like this. Can the government send me replacement tests?